Event description:
Eminent clinical study. It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 100% stenosis and was 160 mm long with a proximal reference vessel diameter of 4.0 mm and distal reference vessel diameter of 4.10 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilatation followed by placement of a 6 mm x 100 mm and a 6 mm x 80 mm study stents. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged. On (B)(6) 2021, 867 days post index procedure, the subject was diagnosed with in-stent restenosis at left superficial femoral artery. On the same day, the subject was hospitalized for further treatment and evaluation. The subject was recommended to undergo interventional procedure as a treatment for this event. On (B)(6) 2021, 868 days post index procedure, 90% stenosis in left mid sfa (target lesion) with 100mm lesion length and reference vessel diameter of 5 mm was treated by percutaneous transluminal angioplasty (pta). Post procedure resulted in 10% residual stenosis and no thrombus was noted. On (B)(6) 2021, the event was considered as recovered/ resolved and the subject was discharged on the same day.